Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and cgm error 42 reoccured. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. There was no reported adverse impact to the customer.